Event description:
It was reported that the lens was explanted from the pt's left eye due to dysphotopsia noted noe day post implant. The pt reportedly noticed crescent shape in the side of her vision and the light coming from windshield while driving under st light as light in the bottom of a bottle. Another lens of different model was implanted successfully and the pt's prognosis was reported as "good".

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation..